Manufacturer narrative:
The customer reported that while loading the phantom to perform quality assurance (qa) testing, the phantom broke and the customer stated he hurt his leg. A philips field service engineer (fse) went to the site to investigate the issue. The fse confirmed the floor in the CT exam room had recently been mopped and was wet. When the CT technician went to place the phantom on the table, he slipped causing him to drop the phantom. While the phantom was falling, the technician raised his leg to try and catch the phantom. The phantom hit his ankle before falling to the floor. When the phantom struck the floor, it cracked spilling the water inside of it. The technician cleaned up the water and placed the broken phantom on the counter and continued to work the remainder of his shift. The technician¿s ankle was swollen and bruised but he did not seek medical attention. The accident was due to the floor of the CT room being wet from having recently been mopped. There was no CT system malfunction. The injury was due to use error. The fse replaced the blue system phantom and the system is operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that while loading the phantom to perform quality assurance (qa) testing, the phantom broke and the customer stated that he hurt his leg. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.